Event description:
Reporter alleged blood glucose read "hi" compared to a lab result of 120 mg/dl when testing was performed a few minutes of each other. No treatment information was provided or information as to whether any actions were taken based on the result was reported despite several unsuccessful attempts made by the manufacturer to contact the customer. A request was made for the return of the suspect device and replacement product was sent.